Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap appendectomy. The rep spoke to the surgeon about this event. During the case there was an issue with the mechanism at the fulcrum of the jaw. A gold ribbon came loose at the fulcrum and then the grasper would not close. As a result the surgical staff was not able to remove the grasper from the patient through the trocar. The trocar had to be removed from the patient and the grasper was pulled though the patient fascia to remove it from the case. It is unknown when during the case this event occurred. The grasper was used on bowel tissue. No injury, nothing dislodged into patient. The event increased or time by a few minutes. No photos are available of the device. The product has already been sealed in a bag by the facility. The product is available for return. Additional information received on 12feb2021 from applied medical account manager ii. The lot and model number is still unknown as the product is sealed in the bag and is unable to be examined at this time. The device was used through a covidien 5mm trocar. The device was manipulating bowel to get to the appendix when the event occurred, intervention: removed trocar and then pulled open grasped out through the fascia. Patient status: no injury, entire device was removed from patient. Increased or time by a few minutes.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the rivet was loose, which caused the grasper jaws to misalign when grasping material. However, the complainant¿s experience could not be replicated as the jaws of the device were able to open and close without any issues. The source of the gold ribbon could not be determined as the device does not use the described material. Based on the condition of the returned unit, it is possible that the reported event was caused by the loose rivet. However, the exact root cause could not be determined. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap appendectomy. The rep spoke to the surgeon about this event. During the case there was an issue with the mechanism at the fulcrum of the jaw. A gold ribbon came loose at the fulcrum and then the grasper would not close. As a result the surgical staff was not able to remove the grasper from the patient through the trocar. The trocar had to be removed from the patient and the grasper was pulled though the patient fascia to remove it from the case. It is unknown when during the case this event occurred. The grasper was used on bowel tissue. No injury, nothing dislodged into patient. The event increased or time by a few minutes. No photos are available of the device. The product has already been sealed in a bag by the facility. The product is available for return. Additional information received on 12feb2021 from applied medical account manager ii. The lot and model number is still unknown as the product is sealed in the bag and is unable to be examined at this time. The device was used through a [competitor] trocar. The device was manipulating bowel to get to the appendix when the event occurred, additional information received on 02mar2021 via email from [name]. The product has been received by applied medical. The lot number is 1401643. A photo of the label has been provided. Intervention: removed trocar and then pulled open grasped out through the fascia. Patient status: no injury, entire device was removed from patient. Increased or time by a few minutes. No photos are available of the device. The product has already been sealed in a bag by the facility. The product is available for return.